Manufacturer narrative:
The articular surface of the cup showed evidence of scratching and staining over the whole articular surface. The discoloration was possibly caused by steam autoclave sterilization of the component. There was no evidence of changes in surface contour at the edges of the contact area, from which it is inferred that wear rates were not excessive. Worn indentations or deformation marks were visible at the rim of the bearing surface. It is possible that this wear or deformation might have occurred due to subluxation of the head or stem impingement. Root cause for the modular head being stuck to the stem taper could not be determined. This follow-up report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00630-1 / 00633-1).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00630 / 00633).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to migration of the acetabular cup. The modular head could not be disengaged from the stem and a midas-rex was used to cut the taper from the stem. All components were removed and replaced.